Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives device with error 2541.4140 associate with the 8100 (s/n (B)(4). Case resolution: customer receiving error 241.4140 on device 8100 (s/n (B)(4). ¿ explained to customer the problematic issue with the patient side pressure sensor. ¿ lvp patient pressure sensor failure in patient pressure sensor system. ¿ biomed to repair/replace the patient side pressure sensor. ¿ biomed will conduct repair and call back if any further assistance is needed. ¿ end call.